Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510(k) number is k072642.

Event description:
It was reported that the abutment screw fractured at the site. The abutment screw was removed and replaced.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned abutments identified fractures at threads. No pre-existing conditions were noted on the product experience report (per). Patient was reported to have moderate density - (type ii) bone and the reported device was located on and tooth sites #25. Complainant reported that the abutment screw fractured at the site. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. A device history record (DHR)review was performed and no related deviations or nonconformance's were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot.

Event description:
No further event information is available at the time of this report.